Event description:
Boston scientific received information that this pacemaker was electively replaced due to an advisory issued on this model device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device was returned with the header separation and the seal plugs were missing. The mv electrode was damaged and separated from the header. Microscopic visual inspection observed no silicone to silicone bonding in the inner seal rings. All telemetry operations are normal and the hex memory download is complete. Normal interrogation was observed on the zoom programmer. The device underwent a series of tests using simulated heart load conditions to verify pacing function. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings.